Event description:
It was reported that a flo-gard 6201 pump was used to administer a high concentration "pressor" medication at 2 ml/hr to a neonate with b/p instability. When the position of the IV tubing was changed, such as looping downward from the pump to the bed, the pt's b/p would fluctuate. On one occasion the pt's b/p lowered into the 50's systolic and a small amount of blood was seen in the distal portion of the tubing when the tubing was looped below the level of the bed. The IV tubing was repostioned on the bed and the carrier fluid that was piggybacked in the line was increased from 1 ml/hr to 2 ml/hr. The pt's b/p stabilized and returned to pre-incident status.